Manufacturer narrative:
H11: manufacturer review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 6.5fr peel-apart sheath and vessel dilator and other kit components were returned for evaluation. Visual, microscopic and functional evaluations were performed. The vessel dilator was noted to be loaded into the 6.5fr peel-apart sheath. Bunching was noted at the distal portion of the peel-apart sheath shaft. The edges of the distal end of the sheath were noted to be jagged. Therefore, the investigation is confirmed for the identified deformation issue. However, the investigation is unconfirmed for the reported fracture and material separation as no fracture was identified during sample evaluation. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the port placement procedure using ti powerport low profile. During the preparation of a port placement procedure, the sheath tip was allegedly separated. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the port placement procedure using ti powerport low profile. During the preparation of a port placement procedure, the sheath tip was allegedly separated. There was no patient contact.